Event description:
It was reported that: the pt was placed on a third party transport ventilator and the evita 2 dura ventilator was placed in standby. The facility was intending to transfer the pt but later chose to keep the pt at the facility. The therapist then attempted to take the evita ventilator out of standby and the ventilator would not pass diagnostic tests, noting a large leak. The pt remained on the transport ventilator and was then later transferred to another device.